Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the mega suturecut needle driver instrument was noted to have a wire sticking out in a loop. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of wire sticking out in a loop. Engineering found the instrument grip tips were broken. The one grip was broken off at the base and the broken piece was not returned. The grip fractured where the arm meets the hub. The other grip was undamaged. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.